Event description:
It was reported that during use, the flow was suddenly lost, despite the correct rpm. The user decided to use the emergency drive and replaced the device. No reported pt effect. (B)(4).

Manufacturer narrative:
A maquet field service tech investigated the unit. The unit was run for 50 continuous hours with no loss of flow observed. The unit was returned to service. The customer indicated to the field service tech that the problem may have been caused by incorrect use of the device.